Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a touch screen issue. The display was flickering in the touchscreen panel. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) reported that they replaced the touch screen. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part touch screen with a reported unit failure of the display flickering. The fat performed a visual inspection and found the part to be in good condition. The fat installed the screen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the screen will flicker and then go blank. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. At.